Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported the patient had an appointment with their healthcare provider (hcp) yesterday and the manufacturer representative (rep) was there and adjusted their device. The patient felt fine initially but had since been having problems today including a lot of involuntary movement and cramping. The patient stated they were going to try to contact their hcp again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.